Manufacturer narrative:
The complaint description states that intraoperatively, a part of the screw´s head broke off. The device associated to the complaint was returned for analysis. The visual analysis carried out on the returned product shows break and deterioration of petals. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined. The incident could have occurred during use, due to an important sollicitation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively a part of the screw´s head broke off. The fragment was not found and not seen in x-ray. Surgeon is assuming fragment felt to ground floor. Another screw was used without any issue.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.